Event description:
The account stated that the architect anti- hcv reagent has generated a (B)(6) result on a patient sample. The initial result was (B)(6) and was reported. The sample was retested after a new reagent was installed and the result was (B)(6). The qc result showed a downward shift but the result was within range. The sample was then tested a third time and was again (B)(6). The account called the hospital and reported the correct patient result. There was no adverse impact to patient management.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Increased customer complaints were received reporting a decrease of the (B)(6) control values in range and/or out of range low for multiple lots of architect anti-hcv reagent ((B)(4)) when approximately 25% of the reagent volume was remaining. Some customer reported that the values of patient samples dropped such that (B)(6) values were generated. When the assay diluent was mixed before testing, the signal of the (B)(6) control remained stable and customers were informed about this interim mode of control via a product correction letter ((B)(4)) and a product information letter included with the reagent kit. The probable cause of the decreasing s/co values for (B)(6) samples at the end of the bottle volume is an inhomogeneity created in an aged assay specific diluent due to interactions of the components within the assay diluent. Based on the outcome of this investigation, the ((B)(4)). The architect anti-hcv us assay ((B)(4)) is not affected because the assay uses a different assay diluent.